Event description:
An analysis was performed on the returned handheld and the reported allegation was not verified. The handheld was received with a remaining battery charge of 7%. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was received without an ac adapter and serial cable.

Event description:
Additional information was received that the user is very experienced with vns and their handheld was stored charged up in a room temperature locked office. The charging cords belonging to this handheld will not be returned. They are still at the hospital. Other handhelds were plugged into the same cord with no loss of charge.

Event description:
A site with a x50 handheld computer reported that it was not keeping a charge. The handheld computer was returned for analysis and completion is pending.